Event description:
The lay user / patient contacted lfs alleging an error 5 message. The pt did not seek any medical attention or contact their physician for assistance. The pt denied exhibiting any symptoms due to the error 5 message. The meter is not a new product (out of box). The technique of applying blood on the test strip was incorrect. The test strip vial was in good condition. The patient was unable/unwilling to retest using a new vial of test strips. Test strips were replaced. The complaint is being reported since the error 5 message was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.